Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, diffuse, concentric target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). After the guide wires crossed the lad and the left circumflex artery respectively, predilation was performed in the mid lad. After intravascular ultrasound (ivus) was performed and revealed concentric calcified lesion, a 38x3.00mm promus premier¿ stent was then advanced to treat the lesion. However, the 38x3.00mm promus premier¿ stent was unable to cross the lesion although a non-bsc guide extension catheter was used. The promus premier¿ stent was removed from the patient and it was noted that the distal tip of the stent was lifted. The physician then successfully deployed another 38x3.00mm promus premier¿ stent. Following post-dilatation, ivus confirmed that the stent was fully deployed in the lesion and the procedure was completed. No patient complications were reported and patient's status was good.